Event description:
A facility representative reported an infuso.r. Pump with a condition of 'missing hardwares.' This condition occurred upon power up in the biomed service department. There was no patient involvement. There was no patient/user injury or medical intervention necessary according to the hospital representative. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer reported problem of an infuso.r. Pump with a malfunction of "missing hardwares" was not evaluated. Therefore, the problem cannot be confirmed, the assignable cause was not identified and the device was not repaired. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.